Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
They also stated the most likely cause was unknown. The cause of the therapy being turned off was not determined.

Event description:
Additional information was received from the manufacturer representative (rep). The most likely cause of the issue was a failure of the device works for only 2-3 days on a charge (sometimes). When asked what steps were taken to resolve the issue, they reported they had 4 calls to[manufacturer] technology assistance and was told to make an appointment to see their doctor. That will be on may 17th. It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. It was reported that about 2-3 months ago the device stopped working as well and said that it seems that it goes well for two days and then has a flood. Patient said that two nights ago flooded their bed. Patient said that symptoms are worse at night. Patient last made an adjustment about six weeks ago and the last time that was seen by managing healthcare provider (hcp) was in july of last year. The circumstances that led to the reported issue were unknown. Reviewed therapy information and general programming guidance. With instruction and after several attempts patient connected and made a slight increase on the current program. Patient will maintain stimulation level and will continue to track symptoms. On (B)(6) additional information was received from the patient. They reported that they have called twice in the last two weeks. Patient has had two incents of floods. One last night. They had gone to the bathroom and urinated before dinner. Then was soaked. It is not working. Two to three weeks ago they woke up in the night and was soaked and the bed. They think the battery might be worn out. The patient got the stimulator in 2021 and then said no, they got it in 2017. The patient didn't think it was worth while to adjust their settings because they had tried twice before. Walked caller through checking their settings and found out their stimulation was turned off, but they said they never turned it off. Helped patient turn therapy back on. Told caller to monitor their symptoms for a couple days and see if the symptoms improve. If they don't improve they could consider changing to a different program.

Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.